Event description:
Zenith modular graft was implanted in 2004. At the conclusion of the procedure the physician viewed what was thought to be a type ii endoleak. A follow-up CT, 12 days later confirmed the type ii endoleak. Subsequent exam approx 2 mos later, showed a large leak, identified as a distal type I endoleak on the left leg graft. Physician, after viewing the endoleak, elected to embolize the left internal iliac artery in anticipation of a future repair of the distal endoleak, in 2004, an iliac leg graft was deployed distal to the contralateral leg graft, landing beyond the embolized internal iliac artery. Noted during the conclusion angiogram was a resolve to the endoleak, and a successful exclusion of the aneurysm. It is now believed that the earlier viewing of the type ii endoleak may have been incorrectly identified.